Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer could continue using the pump and was advised to call back if the issue recurred.